Event description:
As reported, the surgeon implanted an alteon cup. Per the surgeon's comment, they may not have gotten the drill hole down the middle of the cup screw hole. The screw would not completely seat. After 45-50 minutes of trying to remove the screw, including the scrubbing in of a surgeon colleague, the surgeon decided to get a midas rex and carbide burr to remove the portion of the screw head that would be in the way of the liner seating. They then implanted another screw and continued with the surgery without any further incident. No further information provided.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.